Event description:
The customer called for help with her contour meter. She performed control tests during the call and received a result of 368 and 371 mg/dl. The normal control range was 105-146 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.